Manufacturer narrative:
This report is submitted on april 03, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain, non-auditory sensations and poor device performance from activation. Subsequently the device was explanted on (B)(6) 2019. There are no plans to re-implant the patient with a new device.

Manufacturer narrative:
This report is filed on may 14, 2019.